Event description:
Alleged injury: brain bleeds during vad delivery, surgery was required to excavate the blood clots, resulting in a long term injury of motor and cognitive deficits.

Manufacturer narrative:
Utmd is filing this report after being contacted on (B)(4) 2010 by malpractice attorney, seeking vad IFU effective on (B)(4) 2002. Per the malpractice attorney, there is no allegation that there was any defect with the vacuum cup. Product not returned to utmd.